Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump alarmed no delivery and during troubleshooting the customer mentioned that they did not know how the reservoir was empty. The customer stated that they had just filled the reservoir and also stated that their clothes was damped. The customer also mentioned that they experienced a high blood glucose level of 428 mg/dl. The customer treated with bolus. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.